Event description:
A pump declared an altitude alarm, and the issue was linked to debris buildup in the speaker holes. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, after initially refusing troubleshooting, was advised to clean the speaker holes and acknowledged this guidance. They replaced the cartridge to resolve the issue, and the pump resumed normal operation.